Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic employee reported that customer's blood glucose is running a little higher than normal. Customer feels their insulin rates may need some adjustment. Customer blood glucose readings were running low all the way down to 37 mg/dl. Customer believes they are accidentally giving themselves insulin during the set change. Customer is unavailable for troubleshooting.